Event description:
It was reported that the patient received inappropriate therapy due to far-field p-wave oversensing on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. The device was reprogrammed as an interim solution while awaiting revision. The patient was in stable condition.